Event description:
On (B)(6) 2009, the pt reported he is having occlusions occurring with this box of insulin infusion sets. He stated he inserted his headset last night at 11pm and he is now experiencing occlusions when he tries to bolus. He said he disconnected the tubing from his infusion headset and tried to bolus through the tubing, but he received an occlusion error on his infusion device. To troubleshoot, the pt was instructed to disconnect his tubing from his device and bolus through the adapter, which he did without error. The pt was then instructed to change to an infusion set out of a new box with a different lot number. He did so and was able to prime the infusion set and bolus without error. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.